Event description:
The customer states that when operating the architect c8000 analyzer they had noticed that the calcium reagent was very low. The last five patient samples in the test run produced results that were suspected of being too high. The customer provided test data for only one patient. An initial calcium result of 3.58 mmol/l (14.32 mg/dl) was obtained. A new bottle of reagent was installed on the analyzer and controls were tested producing acceptable results. All five patient samples were repeated, yielding lower results. The patient sample that initially generated a result of 3.58 mmol/l (9.88 mg/dl) yielded a repeat result of 2.47 mmol/l. There was no report of adverse outcome to patients due to this issue.

Manufacturer narrative:
(B)(4): testing did not confirm the customer's issue. Review of labeling was performed. There was no indication of any malfunction or deficiency identified. No information was provided about the reagent on board stability or calibration stability. The operations manual contains information for troubleshooting high patient results as well as configuration information to set the reagent low alert notification. Trending analysis for (B)(6), 2009 for ln 7d61 indicated no adverse trend. The investigation performed testing protocols using clinical chemistry calcium reagent lot 59050hw00, returned customer data was reviewed, and release specifications for clinical chemistry calcium reagent lot 59050hw00 were reviewed. Testing was performed to determine the impact of results obtained for each samples at the beginning, middle, and near the end of the reagent cartridge. The results of this testing were acceptable. A second protocol was similar to the first protocol but included the additional step of running pooled human serum tests until the cartridge had no (zero) remaining tests. A new calcium reagent lot 56069hw00 was used to rerun the last five samples and the mean of the last five tests of lot 59050hw00 was compared to the mean of the initial patient run results and the mean of the five replicates from a full cartridge of reagent lot 56069hw00. Review of your returned data showed calibration curves for both lots and all qc results for both calcium lots were within acceptable ranges. Product release specifications were reviewed and showed clinical chemistry reagent lot 59050hw00 met all specifications. The investigation was unable to determine any deficiency with clinical chemistry calcium reagent lot 59050hw00. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.